Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing and with the clamp arm detached but firmly fixed to the outer tube of the clamp arm. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for could not pass testing. The device was functionally tested with a generator. During functional testing on the gen11 generator, the ¿instrument error¿ alert was displayed. A probable cause of the device stop activating and display an instrument error screen is blade damage. When a blade is damaged, it may not complete the pre-run testing, will display an alert message. For gen11 this signal is ¿relax pressure on blade and reactive¿ twice followed by a ¿replace instrument¿, and the generator system will revert to standby mode. At that point power output stops in a safe mode pending troubleshooting and eventual device replacement.

Event description:
It was reported that prior to an unknown procedure the device could not pass testing. The generator keeps alarming and showed "replace instrument.¿ procedure was completed with same like device. One device will be returning.